Event description:
Initial sodium result reported as 125.92 mmol/l. Repeat of same sample, result was 138.51 mmol/l. No information provided to determine if results were used to guide therapy. The field service representative performed performance check tests which were within specification.